Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged because it was not fully released. The valve was snared to the ascending aorta and a second valve was successfully implanted. No additional associated adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this transcatheter bioprosthetic valve was implanted, via left transfemoral access, into an existing non-medtronic surgical valve. The aortic arch was tortuous and calcified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.